Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level ranged from 170-260 mg/dl. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.